Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor broken missing broken part. Analysis was unable to confirm if the customer received with sensor damage due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer reported that they received bad sensor alert, calibration error alarms and change sensor alarm. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated that the bad sensor alert occurred after second consecutive calibration error alarms. The customer was advised to remove and changed out the sensor. The sensor will be returned for analysis.